Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a sleeve gastrectomy, while stapling surgeon felt resistance at one point of the procedure. When surgeon removed the stapler, noticed that the 3rd stitch did not staple.

Manufacturer narrative:
(B)(4). Batch #: p57l6z. The analysis results showed that one ecr60g cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.